Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to g2, adding "health professional", information was inadvertently not included on the initial medwatch. New information added to the following fields: h6 and d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: the faulty patient board set. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the reported issue was confirmed. The device evaluation found that the image issue was due to a faulty patient board set. In addition minor dents and minor scratches on the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the video system had no image. The issue was found in preparation for use in an unspecified procedure. There were no reports of harm.